Event description:
It was reported that a patient underwent a lap colon procedure on (B)(6) 2022 and suture was used. During the procedure, suture was found broken as attached photo in the newly dispensed suture when preparing for unknown surgery. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: was the suture package reprocessed or sterilized? No. Was the package noted to be damaged? No. Was the suture dispensed by or staff and then broken? The suture broke when it was unpacked. Device return status? For the moment the device could not be shipped back due to covid-19. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent investigation summary: this is an analysis of a photo submitted for evaluation. During the visual analysis the following was observed: the photo shows a winding former with an eight-strand product code vcp771d. In addition, it shows detachment of all eight strand in all slots. The image is not clear to determine the failure mode. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.,according to the information received, the vcp771d sample, breakage suture. Additional investigation: the product was returned for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample determined that one vcp771d sample was returned to ethicon for analysis. Upon initial inspection of the sample, there are eight parked needles and several suture pieces inside of the winding former, due to the degradation process caused by exposure to the environment. The product is a control release, and each packet contains eight strands. The product code vcp771d contains an absorbable suture. As the package was received open, the time of exposure to the environment could not be determined and functional tests cannot be performed. The package was visually inspected, and excessive wrinkles and hole in the cavity was observed. This condition contributed to the degradation of the suture. As part of our quality process, the manufacturing records of this lot were reviewed, and the manufacturing standards were met prior to the release of this lot. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This is a combination product, and the event has been reviewed for both the suture and the triclosan. "Trade name - irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength -= 275 g /m."